Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information received indicates that surgical intervention took on (B)(6) 2021 wherein the lead was explanted and replaced with a new lead. Additionally, the anchor was explanted to address the issues. Reportedly, therapy was confirmed post operatively.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2021-17629. It was reported that the patient experienced discomfort at the anchor site. Additionally, patient¿s lead has high impedances. Reportedly, patient has effective therapy of 50%. As such, surgical intervention may take place at a later date to address the issue.